Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular anterior communicating artery aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried several times to detach the coil with instant detacher and one time with manual method, but coil did not detach. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
New information received that the physician tried several times to detach the coil with instant detacher and one time with manual method, but coil was unexpectedly detached at the neck of aneurysm. The coil was implanted inside aneurysm using microcatheter. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation of coil ¿non-detachment¿ could not be confirmed but observation of ¿premature detachment¿ was confirmed. As received, the implant coil was detached from the pushwire and missing. Instant detacher was not returned as it was discarded. Additionally, the proximal tip of the pushwire containing the actuator interface and the tack weld replacement (twr) crimps was not returned. The returned pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). The retainer ring appeared damaged and ovalized. Follow-up was conducted for the missing implant coil and proximal pushwire tip, however, no additional information received. Without returned instant detacher, the implant coil, and the proximal tip of the pushwire containing the tack weld replacement (twr) crimps, we were unable to determine the cause of non-detachment. It is possible that the damaged retainer ring or the pulled release wire led to the subsequent detachment of the implant coil from the pushwire during the procedure. The cause for the damage to the retainer ring could not be determined. The lot history records of the retainer ring were reviewed, and no quality issues were noted. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.